Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on right side. The device has been explanted and replaced with non allergan product.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
A healthcare professional reported rupture on right side device diagnosed with MRI test. The device has been explanted and replaced with non allergan product.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: encapsulation and labeled as right side. Analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported rupture on right side. The device has been explanted and replaced with non allergan product.